Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: additional information was received from the customer clarifying that there was no issue with the lens. The patient''s vision was not good enough due to his anatomy. The patient had an elevated angle kappa where his visual axis was not centered. The patients capsule bag and the lens placement were fine. The lens was not ideal for the patient. The physician stated the patient had an irregular astigmatism and had a hyperopic lasik treatment. But his best corrected vision was not good enough (bcva 20/30). Additionally the physician stated he could not change his anatomy or correct the patient''s vision with glasses, so he replaced the lens with a zcb00. There was no incision enlargement, vitrectomy, or capsule tear required. Patient just had a one month follow up and is doing well no further information was provided. If implanted, give date: (B)(6) 2016 if explanted, give date: (B)(6) 2017 (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Subject ID: (B)(4). Associated study: dpo_14014_actis. Clinical adverse event notification received for dislocation of hip. Event is not serious and is considered moderate. Event is not related to device and is related to procedure. Doe: (B)(6) 2017, doi: (B)(6) 2017. (Right hip). Closed reduction.